Manufacturer narrative:
Correction: section b1: product problem have been selected as type of report, as it was not selected in the initial report.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing of noise which resulted in several high ventricular rate episodes. The noise was reproducible in clinic with isometric motions. No intervention was reported. The patient experienced no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.